Event description:
It was reported that the customer was deceased. A request was sent to obtain a death report. The phone number on file was disconnected, and an attempt to call the family to obtain further information about the reported death was made unsuccessfully. A call back letter was sent to the family. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a depleted energizer battery in the battery tube. The insulin pump was received with a reservoir in the reservoir tube with 300 ml remaining of insulin. The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No data analysis could be performed due to the insulin pump being returned with a depleted battery.

Manufacturer narrative:
The date of death provided with the initial medwatch report was incorrect. The correct date of death has been provided with this report. Additional information has been provided, which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
It was reported via phone that the customer's cause of death was complications of type 1 diabetes associated with motor vehicle collision.

Manufacturer narrative:
It was reported that 40 minutes prior to being pronounced dead the customer's blood glucose was 41mg/dl. The coroner stated that the customer was in a car accident, but he did not die from injuries sustained in the accident. The customer was wearing the insulin pump at the time of death.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.